Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo device analysis: visual analysis of the photograph was unable to identify any unique and / or unusual observations of the device.

Event description:
The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and suspected rupture

Event description:
Explanting physician reported capsular contracture baker grade IV and suspected rupture diagnosed by ultrasound. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec and opening curved on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior, wear abrasion and crease fold. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Event description:
Explanting physician reported capsular contracture baker grade IV diagnosed by ultrasound. The device has been explanted. This record relates to the left side.